Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Some motor error alarms were present in the alarm history. Customer's blood glucose level was 20 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.